Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump would not work after moisture exposure. Customer blood glucose at the time of incident 200 mg/dl. Customer did not complete troubleshooting since they did not have new battery. The insulin pump was exposed to moisture. Insulin pump will not be returning for analysis.